Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator (eri) and the patient reported that they did not "feel good" and were hospitalised. The ipg remains in place. No patient complications have been reported as a result of this event.